Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - biotronik received information that one day post implant, it was noted this lead had loss of capture. A revision procedure was performed. Prior to the reposition, it was noted there was a cardiac tamponade requiring a pericardial drain. Once the patient was stabilized, the lead was repositioned successfully. Post implant, the patient was stable and normal measurements were obtained. No further adverse patient symptoms were reported. According to available information, this lead was successfully repositioned and remains in service. Should additional information become available, this event will be updated.